Event description:
It was reported that the pace sense portion of the right ventricular (rv) lead was exhibiting intermittent high impedance. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Three patient alerts for out of tolerance subthreshold lead impedance occurred between (B)(6) 2011 and (B)(6) 2013. The weekly pace lead trend data show an increase for max rv pace was 416 to 2192 ohms peak between (B)(6) 2012 and (B)(6) 2013. (B)(4).